Manufacturer narrative:
A compressor mini was reported having water in output air. A service engineer wrote that drainage valve and thermoelectric cooler needed to be replaced. Despite several reminders, this is the only information received regarding this complaint, which is not enough to determine the root cause of the reported failure. Note. The drainage valve is part of the system that reduces the amount of moisture in the compressed air. When the damp has condensed, the function of the drainage valve is to open the transport of the water to a drainage bottle. In the start-up sequence, the drainage valve will also release the pressure in the compressor cylinders to have a smother start of the compressor. This could lead to a situation where the compressor is not starting as expected. Alarms will be activated both on the compressor and a connected ventilator. The thermoelectric cooler is a self-contained unit including a 12 v peltier device which has one cool side and one warm side. The compressed air is supplied to the cool side of the peltier device. When the temperature of the compressed air is lowered, moisture that remains in the air is partly transformed into water by condensation. This water is then collected in the water separator connected to the outlet of the thermoelectric cooler. As no part was sent back nor info if changing the part solved the issue, the root cause of water in the output air could be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the water droplets coming from compressor outlet port. There was no patient involvement. Manufacturer ref.#: (B)(4).